Event description:
The device was used to check the customer's blood glucose and a result of 462 mg/dl was obtanied. Pt was incoherent so spouse called the paramedics. They then tired to give ornage juice and food. When the emts arrived they checked glucose and the level was 21mg/dl. Pt was treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.